Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had experienced an unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer states had received an unexpected restart alarm after a battery change. The customer also states there are cracks around the reservoir. Troubleshooting was performed for an unexpected restart alarm and noticed the received an alarm again. Advised the pump will need to be replaced. Advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart error alarm, external ram crc error alarm and no time and date settings anomaly noted during test. The insulin pump received with broken reservoir tube lip and broken battery tube threads. (B)(4).